Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the separation. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. In this case, there was no reported force applied to the guide wire. Guide wires are fragile and it is possible that during removal of the wire from the dispenser hoop, preparation of the wire for use, that a bend could occur that would later fracture. The guide wire was not returned which may have aided in the evaluation. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive pull test and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned and the lot number was not reported. A conclusive cause could not be determined for the reported guide wire separation and there is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure in an unspecified vessel, the versacore guide wire separated near to the junction of the loc guide wire extension outside of the anatomy. There was no reported force applied to the guide wire. The guide wire was exchanged for a new unspecified guide wire. There was no adverse patient effect or significant clinical delay in the procedure. Though requested no additional information was provided.